Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso variable catheter. There was a torque defect. The torque of the catheter did not curve more in the right direction. The procedure was aborted because of the inability to be able to check the electrical isolation of the four pulmonary veins. Upon request, additional information was received on (B)(4) 2014. The patient was under general anesthesia for 2 ½ hours. A transseptal puncture was performed prior to the case cancellation. The physician did not consider cancelling the procedure caused a potential risk to this patient. The patient did not require extended hospitalization. It was stated that the patient was fine. The awareness date is reset to (B)(4) 2014 per the additional information received.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/15/2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso variable catheter. There was a torque defect. The torque of the catheter did not curve more in the right direction. The procedure was aborted because of the inability to be able to check the electrical isolation of the four pulmonary veins. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found that the spine cover was twisted. Ring # 1 and ring # 2 were found slightly squashed down with pu margins in tack. On line inspections are in place to prevent this type of damage/defect from leaving the facility. A dissection of the catheter was made and it was noticed that the lasso loop was internally loose from the polyamide/tubing assembly causing the movement on its own axis. Pu residues were found in the area. The lasso loop is completely attached and there is no compromise of the integrity of the device, it is externally anchored to shaft by a pu dome. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to investigate issue.